Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, a non-medtronic guidewire was used and when attempting to advance the delivery catheter system (dcs) directly above the aortic valve, the dcs would not advance on the non-medtronic guidewire and the system was removed from the body. The guidewire stayed together with the dcs when removed from the body. A thoracotomy was performed and pericardial effusion was drained. There was tortuosity in the chest and per the physician excessive strain may have been applied while advancing through the arch. The physician felt the perforation may have been the guidewire. There was also report that the dcs was not the direct cause. That when the dcs was advanced, because the dcs could not advance over the non-medtronic guidewire, the guidewire also advanced into the left ventricle resulting in perforation. It was noted that after the procedure the physician was unable to remove the guidewire from the lumen of the delivery catheter system (dcs). The patient left the operating room without treatment and a transcatheter valve was not implanted. There was report that the patient died the following day. Further details were not known.

Manufacturer narrative:
Conclusion: the subject delivery catheter system (dcs) was returned for analysis. The device was received with the capsule over captured. The evolut system instructions for use (IFU) cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. An over captured tip can contribute to the of high deployment forces leading to unable to deploy events. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, as was reported in this case. The dcs was received with a guidewire fully loaded from the wire lumen to the tip. The core of the guidewire appeared broken and caught on the tip. The guidewire was removed from the dcs with substantial force applied. A kink was observed along the distal end of the inner member shaft near the nosecone. This was not reported in the event and may have resulted from the force applied to remove the guidewire. The reported event for guidewire unable to advance on the dcs could be confirmed in the analysis. The guidewire was caught in the tip. Difficulties advancing the dcs is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, cal cification, tortuousity, etc.). In this case, the patient presented with tortuosity in the chest. This indicates the probable cause of the difficulty advancing the dcs was likely due to patient anatomy. However, an assignable root cause could not be determined with the information available and a relationship to the dcs cannot be established. Vascular access related complications, such as perforation and pericardial effusion, are known potential adverse patient effects per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the limited information available, an assignable root cause of the vascular complication cannot be determined and the relationship to the dcs could not be established. There was report that the patient died the day after the attempted implant. Patient death is a known potential adverse patient effect per the evolut system instructions for use (IFU), and typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Without procedural images for review and based on the limited information available, an assignable root cause for patient death cannot be determined and the relationship to the dcs could not be established. A device history record (DHR) review was performed on the dcs and there were no correlations/issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Updated h.6 - eval method, eval results, eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve was received loaded in the capsule of the delivery catheter system (dcs). On attempted retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. The handle appeared intact. The device was received with the capsule over captured. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the distal and the proximal end of the capsule. A kink is observed along the distal end of the inner member shaft near the nose cone. The dcs was received with a non-medtronic guidewire fully loaded from the wire lumen to the tip. The core of the non-medtronic guidewire appeared broke and caught on the tip. The non-medtronic guidewire was snapped at the tip and could be removed from the dcs. The reported event for non-medtronic guidewire unable to advance on the dcs could be confirmed in the analysis. The guidewire was caught in the tip. Conclusion: the investigation is in progress. Updated data: d9 device available for evaluation, return date h3 device evaluated, device returned to mfg, eval summary attached h6: method, result, conclusion medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information was received which indicated that per the physician the delivery catheter system (dcs) did not cause the patient¿s death. The guidewires were inspected prior to use. Force was applied when crossing the arch and the tortuosity of the abdomen. Visualization via fluoroscopy of the guidewires¿ manipulation was confirmed. Per the physician, the cause of death was not known. It was unknown if an autopsy was performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.